Event description:
It was reported that oversensing was noted during a follow-up. It was decided to monitor the situation and next follow-up will be done next month. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.